Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the scope communication error b30 was due to the data error of scope identification (ID), and most probable cause for corrosion on the adhesive around objective lens, light guide lens and bending section cover (a-rubber) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited scope communication error b30, and corrosion on the adhesive around objective lens, light guide lens and bending section cover (a-rubber). There was no patient involvement.